Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication with her ipg. The device reflected a "cannot connect to generator", error message. It was noted the patient had not used the ipg in several months. In addition, the patient had a drg trial on (B)(6) 2017, but no electrocautery was used. Troubleshooting was unable to resolve the issue. The ipg was deemed inoperable. However, no interventions are planned at this time.